Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient's pocket site was extremely sensitive to the touch and is causing very intense pain. The physician treated the patient with over the counter medications and toradol. The patient is reportedly doing well after receiving the pain medication.